Event description:
It was reported that the patient contacted support stating that the distributor was out of luer connectors. A box of connectors was sent as a goodwill gesture, and the patient was advised to contact the distributor regarding availability and, if the outage was prolonged, to contact their insurance provider to identify an alternative distributor. The patient also reported experiencing frequent low blood glucose events and stated that the device was causing too many lows. Upon further discussion, it was identified that the patient frequently forgot to announce meals, which contributed to the low blood glucose events. The patient was advised on how the algorithm functions and was informed that missed meal announcements interfere with the device¿s learning process. It was reported that blood glucose levels were affected, with readings falling below 70 mg/dl. The patient corrected the low blood glucose by consuming carbohydrates and reported receiving low and/or urgent low alerts from the device. No professional medical intervention was required, no assistance from others was needed, and no immediate health effects such as loss of consciousness or dizziness were experienced. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.